Event description:
The customer reported having no audible alarms on their vm6 device.

Manufacturer narrative:
The customer reported that the monitor had no audible alarms. The customer shipped the device to the andover facility for evaluation/repair. The repair technician, suresigns product design engineer, confirmed the failure of the monitor to produce audible alarms and replaced the internal speaker to restore the device to proper operation. No further investigation/action is warranted.